Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that during a gastric sleeve procedure, during the case, pneumo was lost; the surgeon complained that the ports were leaking. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Universal seal assembly. The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology the analysis results found that the device was received with the universal seal seam broken. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process.